Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic occlusion test due to protruded/loose drive support disk. The insulin pump had minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, and broken belt clip slot.

Event description:
It was reported that the customer was trying to change the infusion set. Customer had a compromised force sensor system alarm on the insulin pump. Customer stated that the insulin is squirting all over him. Customer stated that the drive support cap was sticking out of the pump slightly. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer also stated that she could not get past the alarm to obtain her settings. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.